Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: product code:04.038.000s; lot number:195p237; manufacturing site: bettlach; release to warehouse date: june 17, 2021; expiry date: 01.06.2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna end cap extens. 0 tan the inner threads of the device were slightly deformed, and no other issues were identified. The dimensional inspection was not performed due to alleged complaint condition. Functional test cannot be performed since the device was received by itself, but the alleged complaint condition can be confirmed due to the deform condition of the device. The observed condition of tfna end cap extens. 0 tan in the device was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for tfna end cap extens. 0 tan. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: ti end cap for tfna 0mm extension. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery with the end cap in question for tfna nail. During the surgery, the surgeon tried to insert the end cap but could not put it on. The surgery was completed successfully within 30 minutes delay without end cap. No further information is available. Concomitant device reported: unknown tfna nail (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) ti end cap for tfna 0mm extn - sterile. This report is 1 of 2 for (B)(4).